Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, cracked end cap.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the plastic piece on the pump is loose and see a crack on right side of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.